Event description:
The reporter responded to a person who was down for an unknown period of time. The device was powered on and connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device continuously alarmed connect electrodes and would not analyze the patient's rhythm. An als crew arrived and took over the scene with a manual defibrillator. The reporter said that one of the als crew observed that the defib pads were beyond the expiration date and tole him they were the reason for the connect electrodes alarm. The patient was not resucitated but the reporter indicated patient was not viable because of the long down time.